Event description:
The manufacturer became aware of an allegation that a user's ac power cord broke and the inside wire was exposed. There was no patient harm or injury reported. Labeling instructs the user to periodically inspect the ac power cord for signs of wear or damage and to replace the ac power cord if worn or damaged. This will be an initial final. If the power cord is returned for investigation, a follow up will be filed. No further action is required.